Event description:
It was reported to philips that the device was unable to detect the ECG reading. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed that there was no adverse patient impact as a result of the alleged issue.